Event description:
Consumer complaint of high blood results. Customer normally is about 160 mg/dl. Performed blood test with her trueresult meter with a result of 270 mg/dl and her truetrack meter with a result of 370 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (370) and the normal result (160) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is about 160mg/dl. Performed blood test with her trueresult meter with a result of 270mg/dl and her truetrack meter with a result of 370mg/dl. Based on parkes error grid analysis, the bias between the highest result given (370) and the normal result (160) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.